Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been loading the cartridge incorrectly due to not following the user guide instructions. Customer's blood glucose (bg) level was "high". A correction bolus was administered to address bg. Tandem technical support reviewed the cartridge loading process with the customer.